Event description:
Pump declared alarm 20 during pumping. Customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the customer in loading a new cartridge using the proper load technique, and the customer successfully resumed insulin therapy.